Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response on the up arrow button due to corroded keypad traces. The insulin pump did not react on its own. No number ramping or scrolling screen noted. The insulin pump had cracked case at display window corners, cracked reservoir tube and a missing end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 149 mg/dl at the time of incident. The customer also reported that numbers were ramping on the screen without button being pressed. The insulin pump was returned for analysis.